Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer reported insulin pump alarmed insulin flow blocked alarm. Troubleshooting was performed. The possible causes of the insulin flow blocked alarm were explained to  customer. The customer was  advised to remove the set and examine the cannula. The customer reported that the cannula is not bent. The customer was advised to change the entire infusion and return set for analysis. The customer decline to troubleshooting for the high blood glucose. The insulin pump will not be return for analysis.